Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was between 54-500 mg/dl. Customer was unable to reset the pump at the time of the call and declined follow-up to complete troubleshooting.